Manufacturer narrative:
The device and CPR stat padz were returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to the CPR stat padz. The retained electrodes from lot 3720 were evaluated and were found assembled to specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another set of pads to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.